Event description:
It was reported that a lead was implanted in the ¿wrong position,¿ which led to symptoms of diarrhea and constipation. It was stated that the lead was to have been placed in the vaginal area because, the patient was having urgency frequency, but ¿it was implanted in the wrong position¿ and ¿they just discovered it this year.¿ the patient reportedly felt stimulation sensation in the rectal area and not the vaginal area had been living with the diarrhea and constipation symptoms for the past 4 years. It was stated that the patient had a replacement surgery on during which the implantable neurostimulator (ins) and lead were removed and replaced. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# v223165, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).